Event description:
As reported, after delivering the sheath for a 55cm optease vena cava (vc) filter, the optease filter was advanced to the distal end of the sheath using the push tube. There was significant resistance pushing the filter, and under fluoroscopy, it was found that the barbs at the distal end of the filter had punctured the filter sheath. After removing the delivery catheter, it was confirmed that the filters barbs puncturing the wall of the delivery sheath. A new 55cm optease vc filter was used to complete the procedure. There were no reported injuries to the patient. This was during an inferior vena cava (ivc) filter placement procedure for treatment of lower extremity venous thrombosis. The device was stored and prepped per the instructions for use (IFU). The sheath that came with the filter was used for access and the optease filter was correctly assembled in the direction of the arrow prior to advancing the filter through the sheath. There was no indication that the filter was fractured. The filter was not in an acute or sharp bend, and the delivery sheath was not kinked at any time during delivery. The vessel dilator was kept in the sheath introducer until the desired deployment location was reached. The device will be returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa directly. Addendum: the device was returned with the filter sheath separated.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after delivering the sheath for a 55cm optease vena cava (vc) filter, the optease filter was advanced to the distal end of the sheath using the push tube. There was significant resistance pushing the filter, and under fluoroscopy, it was found that the barbs at the distal end of the filter had punctured the filter sheath. After removing the delivery catheter, it was confirmed that the filters barbs puncturing the wall of the delivery sheath. A new 55cm optease vc filter was used to complete the procedure. There were no reported injuries to the patient. This was during an inferior vena cava (ivc) filter placement procedure for treatment of lower extremity venous thrombosis. The device was stored and prepped per the instructions for use (IFU). The sheath that came with the filter was used for access and the optease filter was correctly assembled in the direction of the arrow prior to advancing the filter through the sheath. There was no indication that the filter was fractured. The filter was not in an acute or sharp bend, and the delivery sheath was not kinked at any time during delivery. The vessel dilator was kept in the sheath introducer until the desired deployment location was reached. The device will be returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa directly. Addendum: the device was returned with the filter sheath separated. Product evaluation revealed that the filter is fractured-separated.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after delivering the sheath for a 55cm optease vena cava (vc) filter, the optease filter was advanced to the distal end of the sheath using the push tube. There was significant resistance pushing the filter, and under fluoroscopy, it was found that the barbs at the distal end of the filter had punctured the filter sheath. After removing the delivery catheter, it was confirmed that the filters barbs puncturing the wall of the delivery sheath. A new 55cm optease vc filter was used to complete the procedure. There were no reported injuries to the patient. This was during an inferior vena cava (ivc) filter placement procedure for treatment of lower extremity venous thrombosis. The device was stored and prepped per the instructions for use (IFU). The sheath that came with the filter was used for access and the optease filter was correctly assembled in the direction of the arrow prior to advancing the filter through the sheath. There was no indication that the filter was fractured. The filter was not in an acute or sharp bend, and the delivery sheath was not kinked at any time during delivery. The vessel dilator was kept in the sheath introducer until the desired deployment location was reached. The returned components from a complaint involving an optease vc filter ous, 55 cm femoral only (lot #18313231, cat #466f210af) included a cannula, obturator, filter, and filter storage tube. Visual inspection revealed that the cannula was separated into two segments, with one break occurring approximately 15.9 cm from the distal end; the filter was found inside one of these segments rather than the storage tube. The obturator displayed kinks at approximately 36.5 cm and 43.3 cm from its distal end. No other notable visual anomalies were observed. Dimensional analyses of both the cannula and obturator, conducted near the separated and kinked regions respectively, confirmed compliance with specifications per e7119025 rev 9 and 00a4150 rev 14. Functional testing was limited due to the cannula's separation; however, by using the obturator with one cannula segment, the filter was advanced, revealing an incomplete assembly at the distal end and a missing retaining ring. Microscopic inspection corroborated these findings, identifying micro-elongations on the cannula indicative of mechanical stress and confirming the fracture condition of the filter along with a puncture on the sheath. Scanning electron microscopy further showed consistent fatigue-related cracking across all distal wires, attributed to the prior presence and subsequent loss of a metallic retaining ring. The resulting lack of structural support likely led to wire mobility, fatigue-induced fractures, and mechanical interaction with adjacent components, potentially causing the puncture observed on the cannula. The reported ¿filter- impeded- impeded¿ was observed during the product analysis. Additionally, the malfunctions ¿cannula (csi/filters)- separated¿ and ¿filter- fractured-separated¿ were also observed. The exact cause of the damages cannot be determined. However, patient anatomical features and continued use against resistance may be contributing factors as product evaluation findings presented evidence of mechanical stress. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. If filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, after delivering the sheath for a 55cm optease vena cava (vc) filter, the optease filter was advanced to the distal end of the sheath using the push tube. There was significant resistance pushing the filter, and under fluoroscopy, it was found that the barbs at the distal end of the filter had punctured the filter sheath. After removing the delivery catheter, it was confirmed that the filters barbs puncturing the wall of the delivery sheath. A new 55cm optease vc filter was used to complete the procedure. There were no reported injuries to the patient. This was during an inferior vena cava (ivc) filter placement procedure for treatment of lower extremity venous thrombosis. The device was stored and prepped per the instructions for use (IFU). The sheath that came with the filter was used for access and the optease filter was correctly assembled in the direction of the arrow prior to advancing the filter through the sheath. There was no indication that the filter was fractured. The filter was not in an acute or sharp bend, and the delivery sheath was not kinked at any time during delivery. The vessel dilator was kept in the sheath introducer until the desired deployment location was reached. The device will be returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa directly. Addendum: the device was returned with the filter sheath separated.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.